Event description:
It was reported that a patient developed a rash on the face and neck with itching and blotchy areas after use of a retainer fashioned using essix ace plastic material; the reaction was delayed. Benadryl was used to treat the symptoms initially and the patient was administered prednisone after consultation with an allergist; results of energy testing are not available as of this MDR report.

Manufacturer narrative:
The patient had been orthodontically treated by the clinician for two years prior to this event without experiencing an allergic reaction. An allergic reaction to a retainer or aligner plastic would likely occur in the mouth under the area the appliance covers due to the close proximity of the plastic to the tissue. Thus, it is possible that the plastic is contributory to the reaction in this patient. Further, allergic reactions to dental materials are known reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though complete evaluation results are not available as of this report. Evaluation results will be submitted as they become available.